Event description:
The caller stated that there was a pilot balloon leak which caused the cuff to deflate. The trach was installed on (B) (6) 2010, and the pt required recannulation that was not a part of routine trach changing on (B) (6) 2010.

Manufacturer narrative:
The history record of the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed. No analysis or conclusions can be made without the device.